Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a pt use, it was reported that the device internal handle/paddle assembly failed to discharge energy. The user retrieved a second set of paddles and the issue did not result in an adverse event. There were no further details on the event and/or the pt provided.